Event description:
It was reported that the customer had a low blood glucose level of 29 mg/dl this morning. Customer was found passed out on the floor. Customer had an alarm that he was high and then another alarm stating that he was low. Customer then received a threshold suspend alarm. Customer took 20 units. Customer does not recall taking that amount of insulin. Customer's blood glucose level was 108 mg/dl. Customer treated with a glucagon shot. Customer stated that he has never used a manual bolus and does not know how he got 20 units. Customer stated that he could not have a scroll wrap issue. Customer always uses the easy bolus with the up arrow button. Customer was advised that he could have pressed the buttons incorrectly or may have rolled onto the pump in his sleep. Customer was advised to monitor the pump and call back if he has a similar issue. Customer was advised to put the pump on lock keypad. Customer was assisted with running a self-test. Test passed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.